Event description:
Boston scientific crm received information that this patient had passed away due to staph infection. There is no additional information related to this event available to the company at this time. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device and leads will be returned to boston scientific crm, however, analysis is not required due to the nature of this allegation. Analysis cannot confirm infections.